Event description:
It was reported that the patient was experiencing withdrawal and a volume discrepancy occurred. Reporter stated that a ''few weeks'' prior to (B)(6) 2012, the patient experienced a 1-1 1/2 occurrence of withdrawal symptoms, increased spasticity and pain. It was initially reported that as of (B)(6) 2012, the ''symptoms have improved.'' It was later reported that following the refill on (B)(6) 2012, the patient started having withdrawal-type symptoms on thursday. Pump programming was checked and no issues were found. Alarms were also checked. Information later reported stated that with the occurrences of withdrawal, the ''felt as though the pump stopped and then later restarted.'' The patient symptoms would improve without any intervention. This occurrence occurred again on approx. (B)(6) 2012, and the patient was admitted to the hospital and was expected to be discharged on (B)(6) 2012. A volume discrepancy was reported at that time. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 7.6 ml, while the erv was 4.2 ml. Also noted, the refill volumes from (B)(6) 2011 resulted in arv of 10ml and erv of 8.2 ml. The medication in the pump was morphine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot # l41935, implanted: (B)(6) 1996, product type catheter.